Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The moderately tortuous lesion was located in the severely calcified left anterior descending artery (lad). A 10 mm x 2.75 mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with the same device. No patient complications were reported in relation to this event. Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen, which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues, which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The marker bands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the shaft polymer extrusion was kinked at approximately 25mm proximal of the guidewire port. No other issues were identified with the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The moderately tortuous lesion was located in the severely calcified left anterior descending artery (lad). A 10 mm x 2.75 mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with the same device. No patient complications were reported in relation to this event. Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the shaft polymer extrusion was kinked at approximately 25mm proximal of the guidewire port. No other issues were identified with the shaft of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Lot number update from unknown to 0021663999. Expiration date update from unknown to 01/26/2020. Unique identifier (UDI) # update from unknown to (B)(4). Device manufacture date update from unknown to 01/26/2018.